Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, nickel sensitivity, nabothian cyst, drug hypersensitivity, pelvic pain and fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and metal poisoning ("nickel poisoning"). The patient was treated with surgery (laparoscopic salpingectomy, surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and metal poisoning outcome was unknown. The reporter considered metal poisoning and salpingitis to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event nickel poisoning were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted. The patient's medical history included retroverted uterus, nickel sensitivity, nabothian cyst, drug hypersensitivity, pelvic pain and fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted. The patient's medical history included retroverted uterus, nickel sensitivity, nabothian cyst, drug hypersensitivity, pelvic pain and fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.